Event description:
It was reported that during a fundoplication procedure with the first instrument (l90u1p) the generator showed error code: reduce pressure on blade; replace instrument after about ten minutes. With the second instrument (k92x26) blade broke after about two minutes. Blade could be removed. No further information is available. Procedure was completed with same like device. Two devices will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.